Event description:
The customer reported via phone call that the insulin pump was blank after being exposed to moisture. The patient¿s blood glucose was 8.0 mmol/l at the time of the incident. Reportedly, the pump "crashed" last night with a x on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted after battery insertion however, unit was received with partial white display with black spots on top corner of display after battery insertion due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to partial white display. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, slight corrosion in battery tube, corrosion on force sensor assembly and corrosion on motor home switch.